Event description:
It was reported by the physician that the patient's lead was extruding in the patient's neck with redness at the site. The surgeon did not believe an infection was present; however the surgeon elected to reposition the lead. Follow-up with the surgeon's office learned that the patient had scratched at the neck site leading to dehiscence of the wound. This eventually led to a 2cm opening in the neck. The patient was admitted to the hospital and put on IV antibiotics, the surgeon reportedly performed a multi-layer closure and closed the opening. No indication of infection was present. The surgeon reported that he caught the wound opening early, so there were very few complications. The patient is now reportedly well healed and the patient's sutures have been removed. No other contributory factors are believed to have been present other than the manipulation of the wound by the patient. Attempts for the lead model and serial number have been unsuccessful.